Event description:
It was reported that when the epidural solution that had been infusing was being emptied for waste, it was observed that the entire bag and tubing was completely dry; there was no soliton left in the bag. However, when the pump was turned on it indicated that there was approximately 141 ml of fluid remaining to be infused. Reporter stated that the reservoir volume entered on the pump matched the IV bag. Per reporter it was the practice of the nurse who removed the catheter from the patient to always clamp the tubing when turning off the pump. No puddles were observed on the bed or on the floor under the tubing. It was reported that when the tubing was unclamped. No more than two drops came out. Per reporter the program was micy-perinatal. Per reporter patient was asymptomatic and an anesthetist was to follow up with the patient.

Manufacturer narrative:
E1: phone number extension "524254". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: device received on 7/12/24 h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and accuracy tests were performed. The device failed accuracy tests. It was found that the air detector was set to off. The problem was not duplicated. Reported problem was probably caused from a defective explusor. The expulsor assembly was replaced to fix the issue.